Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. An analysis performed by our research department concluded the following: the purpose of this investigation was to examine the returned device. Linear penetration was estimated using silicone mold replication. No destructive evaluation was performed. Discoloration due to absorption of biological fluid was observed on the backside of the liner. Damage/deformation was observed around the periphery and portions of the lock detail of the liner; this damage may have been created by intraoperative contact with a surgical instrument. Damage/delamination was also observed on the overhang and around the periphery of the inner-diameter of the liner; this damage was likely created by either impingement with the stem or contact with a surgical instrument. Total linear penetration was estimated to be approximately 5 mm using silicone mold replication. Based on the estimated penetration and reported implantation time, the penetration rate was approximately 0.3 mm/year. Cases involving similar amounts of linear penetration have been reported in the literature for non-irradiated uhmwpe liners in service beyond 10 years. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to normal wear of the implant.